Manufacturer narrative:
(B)(6). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(6). C. Trevisan r. Compagnoni r. Klumpp (2017) comparison of clinical results and patient¿s satisfaction between direct anterior approach and hardinge approach in primary total hip arthroplasty in a community hospital. Musculoskelet surg, doi 10.1007/s12306-017-0478-8. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04694, 0001822565-2017-04695, 0001822565-2017-04696 & 0001822565-2017-04697.

Event description:
Experienced information was received based on review of a journal article titled, ¿comparison of clinical results and patient¿s satisfaction between direct anterior approach and hardinge approach in primary total hip arthroplasty in a community hospital¿. It was reported that 39 patients experienced pain and noted to be dissatisfied.

Manufacturer narrative:
Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.